Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation it was found that the device had a membrane failure. The random nature of events stored in the memory and the ten minute time outs would suggest a failing membrane. The original speaker was also found to have failed. This was possibly due to an intermittent solder connection with the speaker coil which may have degraded over time. Furthermore, voltage fluctuation was observed over the pogo pins. The failure of the speaker and the voltage fluctuation over the pogo pins, did not affect the ability of the device to deliver therapy.